Event description:
Patient revised for pain, polyethylene wear of tibial insert noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During investigation found this is a duplicate report.

Manufacturer narrative:
During investigation found this is a duplicate report of 1818910-2012-00072. This complaint is being rejected.